Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the complaint is traced to environment which is problems caused by exposure to environmental conditions outside the expected range. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchofibervideoscope exhibited yellowish debris found on the lens. The yellowish debris was blocking the light source. There was no patient involvement.